Event description:
The customer's parent reported that the customer's blood glucose reached 491 mg/dl after the cannula came out of his skin while he was playing baseball. The cannula also appeared kinked. The pod had been worn on his hip for about a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The caller also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodge cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it before, during, and after exercise."